Event description:
It was reported that during a ptca/stent procedure, as the stent delivery system balloon was being inflated, it was noted that only the proximal balloon was inflating and the stent could not be deployed. The physician tried to pull the stent delivery system back, but the stent delivery system could not be moved. The stent delivery system was pulled with force, at which point the stent delivery system was then retracted back to the left mento-transverse. When the stent delviery system reached the left mento-transverse, the stent separated. The stent delivery system was removed without the stent. A balloon catheter was used to push the separated stent to the proximal left anterior descending and two more balloon catheters were used to fully deploy the stent in the proximal left anterior descending. It was reported that the stent delivery system caused a dissection from the second diagonal to the left mento-transverse. Three add'l stents were placed to treat the dissection.